Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector. The patient's blood glucose level was 18 mmol/l at the time of the event. Moreover, the infusion set had been used for 48 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.